Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead threshold increased and was unstable. Loss of capture was also noted. The lead was reprogrammed to a unipolar pacing configuration and then the threshold was within normal limits however the pacing impedance was low (at 211 ohms) and "ranged" (varied.) The lead was capped and replaced. No patient complications have been reported as a result of this event.